Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed backup battery not connected and a vent inop due to power supply failure. The customer reported patient involvement is unknown and there was no patient harm.